Manufacturer narrative:
(B)(4)

Event description:
It was reported "per rn the pump stopped for 30secs, with no alarms during autopilot and they restarted therapy, did nothappen again". Additional information states the iab pump console was not swapped. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of "pump randomly stopped" is not able to be confirmed. No part was returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "per rn the pump stopped for 30 seconds, with no alarms during autopilot and they restarted therapy, did nothappen again". Additional information states the iab pump console was not swapped. No patient injury or consequence reported. The patient's current condition is reported as "fine".